Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A follow up questionnaire was returned from a healthcare professional who reported the haptic appeared to be broken, but the nurse continued to load the lens into the cartridge. The iol was inserted into the patient's eye, but was removed due to the haptic detached. Another lens was implanted and an enlarged incision was required to complete the procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was noted to be damaged. Additional information has been requested.